Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and dimensional inspection was performed and the reported shaft kink and shat separation were confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported complaints appear to be related to operational context of the procedure. As reported, during advancement the balloon catheter encountered resistance with the moderately tortuous and moderately calcified anatomy resulting in the failure to advance. Further manipulation of the device, against resistance kinked the shaft, resulting in the shaft separation during retraction. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery that was moderately tortuous and moderately calcified. During advancement of the nc trek 2.5 x 12 mm balloon dilatation catheter it met resistance with the anatomy and the shaft kinked. During removal of the device, the shaft separated. The entire delivery system was able to be removed as a single device with no intervention required and no resistance reported during removal. The case was successfully completed with another same size device. There were no adverse patient effects or clinically significant delay. No additional information was provided.